Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was no tissue on hlix, just dried blood on helix and in sleevehead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant due to possible tissue in the tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.